Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that discordant, falsely elevated cardiac troponin I (tni) patient results were obtained on a dimension exl system. Siemens is investigating the event.

Event description:
Discordant falsely elevated cardiac troponin I (tni) results were obtained on a patient's samples on the dimension exl instrument s/n: (B)(4). The discordant results were reported to the physician(s) who questioned the results. Two new samples were collected on the same patient on the same day and processed on the same instrument. Elevated results were obtained. The same samples were processed on two alternate non-siemens methodologies. Lower results were obtained on one of the alternate methodologies. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated cardiac troponin I results.

Manufacturer narrative:
Original MDR was filed on 22-feb-2019. Additional information (26-feb-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (tni) results. Hsc evaluated the information provided and the instrument data files. A sample was provided for siemens investigation. The elevated troponin I results were patient sample specific. No product nonconformance was identified. Calibration and quality control were within conformance on the dimension exl for the troponin assay and no other patient samples were reported to have the same issue. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.